Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. The surgeon was removing the specimen in the retrieval bag and found that the bag was ripped. All pieces are accounted for. Type of intervention: none. Patient status: "no patient injury."

Manufacturer narrative:
The event unit was anticipated to return, but was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.